Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to fluid leakage in the reservoir. The device was explanted and replaced. No patient complications were reported.